Manufacturer narrative:
Philips service replaced the image disks and hard disk spare part and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a write error on image disks caused storage issues on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.